Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module blackout. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the light guide cable for control body fluid damage, the light guide cable for prong fluid damage, the u/d knob broken, the insertion flexible tube (ift) buckled, the control body corroded, the lg cable connector corroded, the distal body leak, and the operation channel cut; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).